Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
The customer reported that a heartstart mrx delivered the less energy than expected when shocking. There is no indication of pt involvement.